Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation service repair noted the ig (image guide) bundle is significantly broken due to external factors. The bending angle is insufficient due to the elongation of the angle wire. Additionally, it was observed the coating of the ig (insertion guide) tube is peeled off (1 mm 2 or more ). Furthermore, the following findings during inspection were noted : insertion part angle wire wear, frayed. The channel cleaning brush cannot smoothly inserted due to crushed of the forceps channel. The lg bundle is broken due to an external factor. The insertion part tube is crushed due to an external factor . There is a strange noise when operating the angle. There is play in the eyepiece. Leak observed on the operation part. Scratches observed on grip, angle lever, up/down plate, vent under the grip. Evaluation findings observed the image guide (ig) bundle is significantly broken. This could confirm the customer reported issue "black dots" which cause by the broken ig. In addition, it is noted the coating of the ig (insertion guide) tube is peeled off (1 mm 2 or more ). Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
Customer reported with an issue of black dots, black spot. The issue found during an unknown event. There is no patient harm reported, no user injury reported. Device evaluation found the coating of the ig (insertion guide) tube is peeled off (1 mm 2 or more ).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility be instructed about the method of handling the device regarding usage environment and others. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information: it has been over 18 years since the subject device was manufactured.